Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) who reported they were at an MRI conference in which a deep brain stimulation (dbs) patient was scanned, their neurostimulator was implanted in their abdomen, and the ¿MRI caused a death due to a hole being blow off in their head.¿ the hcp got confused by MRI labeling, so they wanted to call to confirm before performing an MRI.